Event description:
Staff selected a kendall monoject 21 gauge needle to draw up medication from a vial. Before applying the needle to a syringe, the needle first must be removed from its sheath by cracking the seal on the seal cap. Staff twisted the seal cap as is their routine. Normally, the needle stays inside the sheath. It is held in place until the syringe is applied and pulled out. In this case, the needle was extremely loose in the sheath and literally fell out. Staff repeated the process for a total of six times. Each time the needle was loose and either fell out or was accidentally thrown across the room. No staff or patient injury. No patient involvement. All needles used were from the same lot. Staff saved all six needles, which are available in risk management for examination. No visible defects are seen on any of the needles. Staff have used other needles from the same lot and have not had this experience with them. They functioned as expected.